Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/14/2021. H.6. Investigation: a device history review was conducted for lot number 1104224. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was submitted to our facility to aid in investigation. They noted the presence of a foreign material being the plunger on the wall of the syringe tubing. This material was gathered and submitted for compositional testing, which identified the material as talc powder the same material as the stopper. Our engineers were able to determine that the most likely root cause for this event is related to the automated manufacturing process, with a burr on the stopper becoming dislodged during insertion into the syringe tubing. H3 other text : see h.10.

Event description:
It was reported that syringe 20ml 18g 1-1/2in contained foreign matter. The following information was provided by the initial reporter: "foreign material".

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml 18g 1-1/2in contained foreign matter. The following information was provided by the initial reporter: "foreign material".